Manufacturer narrative:
Additional information was received that the symptom was not device related. It was also noted that lead migration was confirmed. No device malfunction was suspected.

Event description:
A report was received that the patient had small dehiscence at the midline incision site. The patient was prescribed antibiotics. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model #: sc-4316, lot #: 17801468/18059562, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had small dehiscence at the midline incision site. The patient was prescribed antibiotics. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had small dehiscence at the midline incision site. The patient was prescribed antibiotics. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had small dehiscence at the midline incision site. The patient was prescribed antibiotics. The patient will undergo an explant procedure.